Manufacturer narrative:
Concomitant medical products: 500dm31, heart ring, implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible under-sensing and over-sensing noted on electrogram on stored episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.